Event description:
The customer reported that twenty-four intraocular implantation surgery ophthalmic suture needle from the same lot number were found weak. The surgery was completed on same day by using another suture. There was no impact on patient health. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).